Event description:
It was reported that insulin from the reservoir leaked past the o-rings, and strong smell of insulin in the reservoir compartment. No further information was provided.

Manufacturer narrative:
Inspected three sealed and one opened or used reservoirs. Performed leak test and all reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.